Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a lab comparative. Reporter stated meter read 213 mg/dl and retested at 312 mg/dl however a lab measured 158 mg/dl. No time between testing was reported however linearity and controls were fine. Patient was reportedly not treated and no other actions were taken other than the lab test. A request was made for the return of the suspect device and replacement product was sent.